Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (hw42685) and controller (con413042) was not returned for evaluation. Log file analysis revealed a controller power up event, with an associated motor start event, logged on 08/jun/2021 at 00:12:10. The data point prior to the loss of power revealed that bat906076 was connected to power port one (1) with 98% relative state of charge (rsoc) and bat906079 was connected to power port two (2) with 35% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 18 seconds. No vad stop alarms were logged within the analyzed period; however, the pump stop during the controller loss of power event likely corresponds with the reported vad stop event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420 , expiration date: 31-jul-2021, serial#: (B)(4), UDI #: (B)(4), device available for evalution: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-jul-2020, labeled for single use: no . (B)(4). Additional information has been requested regarding the additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop and that log files revealed an unexpected loss of power to the controller. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller exhibited a double disconnection of the power sources.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Describe event or problem and additional manufacturer narrative were updated. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial#: (B)(6), h6: FDA device code(s): a0708, a1203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.